Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported postoperative that the pt's left leg went numb. The physician explanted the lead on (B)(6) 2010. The product will not be returned to the MFR for analysis. The ipg is still implanted in the pt. The current status of the pt is undetermined at this time.